Event description:
Information was received from a consumer via manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient¿s feet were swollen, they were voiding less, and cathing more than before. It was noted that their trial started on (B)(6) 2017. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information received as patient's hands and feet were swollen and patient doctor advised them that the swelling was normal after surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.